Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes which revealed right atrial (ra) high out of range impedance measurement of greater than 3000 ohms and loss of capture (loc). Technical services (ts) is suspecting about a lead fracture but it was not confirmed. This patient will be evaluated at clinic. No adverse patient effects were reported.